Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during an endoscopic mucosal resection procedure performed on (B)(6) 2012. According to the complainant, when they injected saline into the device, the saline would not come out of the tip of the needle. There was no noticeable damage to the device. Another interject injection therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during an endoscopic mucosal resection procedure performed on (B)(6) 2012. According to the complainant, when they injected saline into the device, the saline would not come out of the tip of the needle. There was no noticeable damage to the device. Another interject injection therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during an endoscopic mucosal resection procedure performed on (B)(6) 2012. According to the complainant, when they injected saline into the device, the saline would not come out of the tip of the needle. There was no noticeable damage to the device. Another interject injection therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Event description:
It was reported to boston scientific corporation that an interject injection threrapy needle device was used during an endoscopic mucosal resection procedure performed on (B)(6), 2012.according to the complainant, when they injected saline into the device, the saline would not come out of the tip of the needle. There was no noticeable damage to the device. Another interject injection therapy needle device was used to complete the procedure.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
Evaluation of the returned device confirmed that the needle was blocked/occluded. A visual evaluation was performed; no damage or anomalies were observed. A functional evaluation was performed and the needle extended and retracted as intended. The device was tested to identify if the lumen was occluded. A syringe filled with air was attached to the inner hub and compressed; the syringe was not able to be compressed. A pin gauge was inserted through the needle into the proximal end of the needle. Some resistance was met, and a small piece of silicone was extracted from the inner diameter. This substance is likely "mdx", a silicone based lubricant applied to the outside of the inner sheath during manufacturing. This is residual from the fabrication process, and does not appear to be a foreign contaminant. In addition, mdx was evaluated for biocompatibility and met biocompatibility requirements. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation was performed, and no anomalies were identified from the inspection. A functional evaluation was performed, and revealed that the needle extends and retracts as intended. The device was tested to identify if the lumen was occluded. A syringe filled with air was attached to the inner hub and compressed. The syringe was not able to be compressed, which confirmed that the lumen/needle was occluded. The inner hub/sheath was removed from the outer and no visible signs of damage were observed. The needle was cut away from the inner sheath, such that the extrusion and needle could be tested separately. The syringe was once again filled with air and attached to the inner hub and compressed. The syringe could be completely compressed; no resistance was encountered. A 0.009¿ pin gauge was then inserted through the needle into the proximal end of the needle. Some resistance was met approximately 1.4 cm from proximal end of the needle. The pin gauge was pushed further into the inner diameter of the needle until in exited the distal tip. A small piece of foreign material was extracted from the inner diameter. The foreign material appears to be like a silicone substance. The most probable root cause is manufacturing. An investigation is underway to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.